Manufacturer narrative:
The device was returned for investigation. The smiths label was intact, and the device is in good condition, scratched screen. The event log was not provided. A functional test was performed, and the reported failure was replicated. Three separate delivery accuracy tests were performed; at least one test was outside of the pump?s delivery accuracy manufacturing specification. The root cause of the event can be attributed to a faulty expulsor which will be replaced to bring delivery accuracy into specification. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the device fails accuracy at -12.35%. No patient was involved.

Manufacturer narrative:
The device was returned for investigation. The smiths label was intact, and the device is in good condition, scratched screen. The event log was not provided. A functional test was performed, and the reported failure was replicated. Three separate delivery accuracy tests were performed; at least one test was outside of the pump?s delivery accuracy manufacturing specification. The root cause of the event can be attributed to a faulty expulsor which will be replaced to bring delivery accuracy into specification. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the device fails accuracy at -12.35%. No patient was involved.